Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. Philips technical support reviewed the pneumatic schematic and discussed checking at the o2 filter and the o2 solenoid valve gaskets for leaks. Customer issue was resolved per trouble shooting. Customer removed the flow sensors and replaced the digital to analog converter (dac) board. Customer reports debris found on the o2 inlet o-ring. Cleaned the o-ring and reassembled the unit and now the unit passes testing.

Event description:
Customer reports failing high pressure leak test. No patient/user harm reported. The event date was not specified; estimate used.